Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib pacer device failure " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical germany. During the investigation it was noted that in all testing the device worked as expected, and there were no recorded pd resets observed in the logs from the testing performed by zoll germany. The data file indicates that when the shock was delivered, the device responded with no shock results and recorded a pd reset. To be clear, the device did not provide a 'shock failed' message, it provided a 'pd reset' message. Based on the log review, testing, and evaluation of the device, the pd engine has been replaced as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.